Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not closing all the way. The malformed clips were removed, and the same device was used to complete the procedure. There was no adverse consequence to the patient. The device was discarded.

Manufacturer narrative:
Date sent: 03/05/2009. Information is unavailable; device was not returned for evaluation.